Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Subsequently, this lead was abandoned surgically, and a new rv lead was successfully implanted. No additional adverse patient effects were reported.